Manufacturer narrative:
Event date estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12005. It was reported the patient experienced erosion through a hole formed from a blister at the incision site (related manufacturer reference numbers 1627487-2019-11993 and 1627487-2019-11995). The patient was sent to the emergency room where the issue was confirmed via x-rays. The patient underwent surgical intervention due to an ipg site infection (related manufacturer reference number 1627487-2019-11990), wherein the entire scs system was explanted on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the entire scs system was explanted on (B)(6) 2019.